Manufacturer narrative:
Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda), recurrent mitral regurgitation and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On unknown date, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and recurrent mr. The physician suspected a torn posterior leaflet as root cause for the slda. On (B)(6) 2020 an additional clip was implanted lateral to the slda clip for stabilization. The mr was reduced from 4 to 2 with mean pressure gradient of 4.5 mmhg. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided, the reported single leaflet device attachment (slda) is likely the result of the tissue damage. A conclusive cause for the reported tissue damage cannot be determined. The reported recurrent mitral regurgitation is the result of the slda. The patient effects of tissue damage and mitral regurgitation are listed in the mitraclip instructions for use as a known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy / non-surgical procedure are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.